Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified error code. Customer¿s blood glucose was unknown. Customer stated that the no delivery alarms, changed reservoir and still no delivery alarms and to completely rewind as well as battery life diminished. Customer stated that to rewind insulin pump more than once per reservoir change and insulin pump rewinds slower. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.